Event description:
On (B)(6) 2012 the patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on the afternoon of (B)(6) 2012. The patient reported managing her diabetes with insulin (humalog and nph, self adjusting). The patient claimed that she developed symptoms of 'shaky, sweaty and feeling faint' at 2 p.m. On the day of the alleged issue. The patient stated that at 2 p.m. She had decreased her humalog and nph dose (unknown decrease). It was not specified by the patient why she decreased her medication. During troubleshooting the cca confirmed that the subject meter was not being used for the first time, that there was no misuse to the subject meter, that the subject meter did not need new batteries and that the patient was using the correct test strips. However, the cca was unable to confirm if the subject meter powered on with test strips or manually. The alleged issue remained unresolved at the time of troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury as a result of the alleged issue. In addition, the alleged power issue was not resolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.